Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the journey ii bcs xlpe articular insert sz 3-4 right 9mm. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, without supporting documentation and given the ¿surgeon doesn't think products failure¿, a malperformance of the device is not suspected. However, third-body particulate/debris can lead to early or increased wear and warrant revision, as well as an incompletely seated insert. The reported patient impact was the pain and insert wear (undetermined) which per complaint ¿surgeon doesn't think products failure¿. A transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, alignment, abnormal motion over time, third-body particulate/debris and/or incompletely seated insert. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a right tka revision surgery was performed on (B)(6) 2023, due to pain and wear of the insert. Primary surgery was carried out on (B)(6) 2022. During the revision only the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm was exchanged to a journey ii bcs insert. No other complications were reported. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference case: (B)(4).